Event description:
During the introduction of the ipsilateral leg graft, the device was inadvertently deployed before being advanced into the proper position. Since the distal portion of the graft material was noted exiting the delivery sheath, the device could not be withdrawn and a complete deployment of the leg graft was required. With a gap of 30 millimeters between the ipsilateral limb and the deployed stent, the right internal iliac artery had been occluded by the graft. Another iliac leg graft of the appropriate diameter was deployed inside the limb of the main body, bridging the gap between the two grafts. Post angiogram of the endovascular graft placement noted what was thought to be a proximal type I endoleak. The balloon catheter was readvanced and the proximal sealing stent was re-ballooned. During the post angiogram, detecting an endoleak, the contrast was injected but the delivery system had not been aspirated. As a result the angiogram may have inaccurately viewed endoleak presence due to the run-off. Based upon the lack of aspiration, the physician was not certain if a proximal endoleak had been viewed. Procedure was then concluded with good results and no evidence of an endoleak.